Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing a hypoglycemic seizure during sleep. At the time of the event, the cgm reading was 91 mg/dl, while the blood glucose (bg) measurement was 21 mg/dl. We attempted to obtain additional details regarding whether medical intervention was sought, any treatment or medication administered, and whether emergency services or hospitalization occurred. However, the patient declined to provide further information. No additional details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.